Manufacturer narrative:
No samples or photos were provided by the customer for investigation. While a definitive root cause could not be determined, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that during use of the bd precisionglide¿ hypodermic needle the box of needles were clogged. The consumer had similar experience a month ago, but this complaint is for the january complaint. The june event is captured by pr# (B)(4). Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: I bought a box of needles 0.30 x 13mm, a month ago, but almost all are clogged. In january I bought this same box of needles and they were also clogged. This complaint is addressing the event happened in january.

Manufacturer narrative:
D.1. Medical device brand name: bd precisionglide¿ hypodermic needle. D.2. Common device name: hypodermic needle. D.3. Medical device manufacturer: becton dickinson ind. Cirurgicas ltda. D.4. Medical device catalog #: 990193. D.4. Medical device lot #: 8057970. D.4. Medical device expiration date: 2023-02-28. D.4. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: becton dickinson ind. Cirurgicas ltda. H.4. Device manufacture date: 2018-02-28.

Event description:
It was reported that during use of the bd precisionglide¿ hypodermic needle the box of needles were clogged. The consumer had similar experience a month ago, but this complaint is for the (B)(6) 2019 complaint. The (B)(6) 2019 event is captured by pr# (B)(4). Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: I bought a box of needles 0.30 x 13mm, a month ago, but almost all are clogged. In january I bought this same box of needles and they were also clogged. This complaint is addressing the event happened in (B)(6) 2019.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the unspecified bd¿ syringe the box of needles were clogged. The consumer had similar experience a month ago, but this complaint is for the january complaint. The june event is captured by pr# (B)(4). Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: I bought a box of needles 0.30 x 13 mm, a month ago, but almost all are clogged. In january I bought this same box of needles and they were also clogged. This complaint is addressing the event happened in january.